Event description:
During set up of the monitor, the dental nurse assistant noticed the monitor did not sound any audible beeps during the power up process. When the sound level was increased to the maximum setting, the audible beeps still could not be heard. The customer contacted the MFR and the monitor was asked to be returned for repair. No patient injury or clinical situation occurred, as the failure was noted before the case had begun.